Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an abrupt increase in pace and shock impedance measurements in addition to loss of capture (loc). An x-ray was performed that confirmed the leads to be fully inserted into the device. The device pocket was subsequently opened and lead tested via pacing system analyzer (psa). High out-of-range pace impedances were confirmed in bipolar configuration. The lead was subsequently cut to allow for the use of a locking stylet for extraction and a new rv lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin and surface abrasion on the terminal boot approximately 4 cm from the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 3.5 cm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The identified cable fracture is the likely root cause of the reported increased pace and shock impedance measurements as well as loss of capture.